Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the exact same device. There were no patient complications reported.